Event description:
It was reported that during equipment cleaning by the customer at the user facility, the hudson modified trinkle reamer leaked oil. As this event occurred during cleaning at the user facility, there was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Event description:
It was reported that during equipment cleaning by the customer at the user facility, the hudson modified trinkle reamer leaked oil. As this event occurred during cleaning at the user facility, there was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
It was confirmed by an engineering technician through visual inspection the device had an oil like substance near the rear bearing. The device was scrapped by the manufacturer.